Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the return device, and an evaluation of the returned devices. The reported condition for this incident was during a nephrectomy procedure, a medical complication was noted. Visual inspection of the cartridge revealed that the reload was fully fired with several formed staples on its cartridge surface. It was noted that one pusher slot was deformed. A staple was noted trapped in the knife channel of the cartridge. During functional testing, the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the reload and instrument device history records indicates the device lot numbers were released meeting all quality specifications at the time of manufacture. Replication of the deformed pusher slot may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/19/2015

Event description:
Procedure type: laparoscopic nephroureterectomy according to the reporter: surgeon feels stapler was not at fault after discussions with him the following day, but felt that getting the analysis report would be prudent. On the removal of the stapler from tissue immediately following the firing sequence, significant bleeding occurred to the point surgeons felt they lost control of the patient. Surgeons were able to regain control of the patient. It was noticed that a hemoclip was open in the abdomen, either having transected, or opened when the stapler was being removed from tissue (possibly caught on the stapler upon removal). The hemoclip was not closed. Device was used with egiaustnd. 500cc of blood loss was mentioned in the room as an estimate, no transfusion given; only additional IV. Clips were used to correct reported event.